Manufacturer narrative:
The device has been returned to resmed for an engineering investigation. Investigation methods, results and conclusions are not finalized at this stage. If more information becomes available, a supplemental report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an aircurve 10 vauto caught fire while on the bedside table, plugged into the main power at the home with the power supply unit next to it and while in use on a patient. Patient smelled something bad, awoke to see the device caught fire. The event allegedly caused property damage. External damage to the device and damage to the power adapter were visible. Patient had eye discomfort, has chest distress and uncertain respiratory system damage while the hand of the patient's wife was scalded. Patient and his wife sought medical attention at a hospital the day following the event; treatment provided is not known.

Event description:
It was reported to resmed that an aircurve 10 vauto caught fire while on the bedside table, plugged into the main power at the home with the power supply unit next to it and while in use on a patient. Patient smelled something bad, awoke to see the device caught fire. The event allegedly caused property damage. External damage to the device and damage to the power adapter were visible. Patient had eye discomfort, has chest distress and uncertain respiratory system damage while the hand of the patient's wife was scalded. Patient and his wife sought medical attention at a hospital the day following the event; treatment provided is not known.

Manufacturer narrative:
The aircurve 10 vauto device was returned to resmed for an investigation. Visual inspection of the device confirmed substantial thermal damage to the device, power supply unit and tubing. The strain relief section of the ac power cable was observed with obvious twisting and bending with broken wires and loss of insulation layer. Based on all available evidence, the investigation determined that the reported complaint was due to physical abuse of the ac cable at the strain relief section. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).